Event description:
(B)(4). I have never had any allergies or any major health issue prior to the essure procedure. Since having this procedure, I am experiencing major cramping before period, back pain, dizziness, brain fogs, confusion, forgetfulness, short term memory loss, anxiety, no sex drive, metal taste in mouth, blotting, sharp pain in abdomen, vaginal discharge, uti consistently, and the list goes on and on. Now, I need a MRI and can't get one due to the coils... I recommend leaving it up to god if it's meant for you to get pregnant or not!!! I wanted a regular tubal ligation and my ob/gyn convinced me--not to. She said that the essure procedure is no surgery, it's quick, same day, outpatient, etc....my ob/gyn lied to me. Please do not have this procedure, no matter how your ob/gyn tries to convince you-- it's one of the worse decision that I have made in my life andamp; I regret it daily.